Event description:
It was reported that the patient was hospitalized due to low heart rate, dizziness and weakness. The patient questioned why the device did not do what it was supposed to do. Per follow-up with the clinic, the settings were slightly low so output was increased and capture was improved. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.